Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event : laser was successfully verified prior to the day of the treatment. After this event during onsite visit the fse (field service engineer) was not able to reproduce the reported issue, and no abnormalities were detected. All the test of the system passed. Review of the logfiles for the day of treatment shows five successfully performed treatments without error or warning. According to the provided information the reported treatment could be linked to the 3rd treatment. The user was able to achieve good and stable suction values without problems and the treatment was performed successfully. Further the energy stayed stable during the treatment. So no abnormalities or deviations can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A company representative reported on behalf of the customer an incomplete corneal flap during lasik procedure. Reporter indicated the surgeon used a blade to complete the flap dissection. Additional information has been requested.